Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue and the reported inaccuracy. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced no parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, after an imaging spin, navigation instruments were verified but some verified instruments were inaccurate by 5 millimeters. Site performed another imaging scan and verified instruments accuracy. The instruments were accurate but violet navlock was inaccurate. Site used another violet navlock to complete the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.